Event description:
It was reported to the manufacturer's service and repair department that the handpiece was not running well and was overheating with the cooling system working. There was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for service and repair. The customer's complaint could not verify the leaking or the overheating of the device. Further analysis did identify corroded nose bearings. The root cause of the complaint could not be confirmed. The unit received preventative maintenance, was tested and passed all manufacturing specifications. The device was returned to the customer.